Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the trocar balloon appeared to be intact. The obturator was received. The inflation syringe was not received. No visual abnormalities were observed. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair procedure, the sheath was disengaged from the device. This failure was noticed when the device was removed from the box and was not used on the patient. To complete the procedure, a new device was used. No patient injury or extension in surgical time.